Event description:
Pt underwent a posterolateral fusion, l4-s1 on 3/31/92. On 4/13/93 he had a redo of the posterolateral fusion l4-s1 with bone graft removing instrumentation and replacing as well as anterior lumbar fusion l4-5 and l5-s1. He had a pseudoarthrosis on both sides.